Event description:
It was reported by a customer in the USA that an 840 ventilator had an blank graphic user interface (gui) display. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), which resolved the reported issue. The pcb backlight was also replaced and the software updated to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. Covidien reference # (B)(4). The reported issue is a known failure,. Three scenarios may occur when the graphical user interface (gui) does not function as intended. The upper screen becomes blank; the lower screen becomes blank; the upper and lower screens become blank. Covidien failure investigation has determined that the root cause for the three scenarios described above is the failure of one of the designator components on the video graphic array (vga) controller located on the gui printed circuit board assembly (pcba).